Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not confirmed. The image worked as intended. The only other issue found was low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasonic bronchofibervideoscope presented a blacked-out image. No patient harm reported. No additional information was made available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is unable to be identified. Since the event was not reproducible and there was no abnormality in the scope, it was not possible to determine the cause of the blackout. Olympus will continue to monitor field performance for this device.